Event description:
There was a complaint of questionable ise chloride (cl), ise sodium (na), and ise potassium (k) results for 3 patients tested with a cobas 8000 ise module. The questionable results were not reported outside the laboratory. The patients¿ samples were repeated for the final time on a second ise module. Patient 1¿s initial na result was 234 mmol/l; the repeat was 141 mmol/l. Patient 1¿s initial k result was 8.9 mmol/l; the repeat was 5.3 mmol/l. Patient 1¿s initial cl result was 59 mmol/l; the repeat was 105 mmol/l. Patient 2¿s initial na result was 179 mmol/l; the first repeat was 153 mmol/l, the second repeat was 146 mmol/l. Patient 2¿s initial k result was 5.9 mmol/l; the first repeat was 5.0 mmol/l, the second repeat was 4.9 mmol/l. Patient 3¿s initial na result was 182 mmol/l; the repeat was 144 mmol/l. Patient 3¿s initial k result was 5.2 mmol/l; the repeat was 4.0 mmol/l. The lot number and expiration date of the ise chloride, ise sodium, and ise potassium used were requested, but not provided.

Manufacturer narrative:
The investigation found a high number of issues in the calibration trace data. The investigation found the analyzer is overdue for routine maintenance. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) observed multiple air bubbles in the sipper syringe. The fse checked the hydraulics, cleaned the valves and top-side, and primed reagents. After the maintenance, the fse ran calibration and qc without errors. No further issues were reported. The service actions resolved the issue.